Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499 mg/dl; cause was unknown. The customer went to the emergency room where the customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the emergency room on (B)(6) 2022 with no permanent damage. Reportedly, the customer¿s doctor instructed them to perform a supply change and the customer continued to use the pump for insulin therapy.